Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: reportedly the drill bit broke without pressure or wrong angle. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records has been requested.

Manufacturer narrative:
Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimensions of the deformed drill bits were checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The investigation of the complained article shows that the drill bit is broken off. Unfortunately we are not able to determine the exact cause which has led to this occurrence. We can only assume that too much mechanical force had been applied during the surgery. We are aware that this is very delicate drill bit which require extra caution during use. No product fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.